Event description:
It was reported that after surgery, it was discovered that the motor device has a ¿cut in the cord¿. It was further clarified that wires were exposed. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found a cut in the cord and exposed wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse and/or abuse of the device by allowing the cord to come in contact with a sharp object which cut the cord. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.